Event description:
It was reported that the pk dissecting forceps instrument had a broken housing. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one lever to be detached. The housing is intact, but likely popped off in order for the lever to fall out. The instrument was likely mishandled and the housing was then put back on without the lever. Engineering also observed the distal end of the main tube to have a 3.5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.